Event description:
It was reported that following standard post-implant defibrillation threshold testing of this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient went into laryngospasm. Sedation, re-intubation, and over-night monitoring in the intensive care unit was required. Diagnostic imaging was also performed which confirmed no pneumothorax was present. The following day, the patient was extubated and discharged from the hospital. No additional adverse patient effects were reported. At this time, the s-ICD remains implanted and in-service.

Event description:
It was reported that following standard post-implant defibrillation threshold testing of this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient went into laryngospasm. Sedation, re-intubation, and over-night monitoring in the intensive care unit was required. Diagnostic imaging was also performed which confirmed no pneumothorax was present. The following day, the patient was extubated and discharged from the hospital. No additional adverse patient effects were reported. At this time, the s-ICD remains implanted and in-service.